Event description:
It was reported that during the use of the device for an extra-corporeal membrane oxygenation (ECMO) procedure, the blood parameter monitor (bpm) unit was displaying inaccurate data. The pco2 value was reading 100mmhg when the actual value was in the 40mmhg range. After some initial troubleshooting, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The perfusionist noted that methylene blue was used on this ECMO case. He also indicated that there were no complications as a result of the error as an I-stat blood gas analyzer was available.